Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically and the device was emitting a "memory full" warning message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
A series of events on the device between (B)(6) 2011 indicate the device was switching itself on automatically and alerted the user by emitting a memory full warning. The pad device was disassembled and under routine testing the problem was revealed to be a faulty q37 transistor. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.